Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happens again, which was acknowledged and understood by the caller.